Manufacturer narrative:
Analysis of the returned polaris spectra system control unit (scu) confirmed an electrical failure as when connected to a known good system the scu powered up and functioned normally. However, a check of the event log revealed an intermittent history of internal strober error.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a cranial resection, the reference frame experienced a recognition failure. It was reported that the navigation system was restarted to restore functionality. The reported issue then repeated and restarting the navigation system would not restore functionality. It was reported that the camera for the navigation system became disconnected as well. The reported issue occurred following use of the system for the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.